Event description:
The customer reported that during a procedure the system locked up and displayed an error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The b356 printed circuit board was replaced and calibrated. The system was tested and found to be working as intended and put back into service.